Manufacturer narrative:
(B)(4): eval, results: (death, vessel perforation). (Six to seven mm in diameter external iliac arteries with moderate calcification). (Other MFR's balloon may have contributed). Eval codes, conclusion: (six to seven mm in diameter external iliac arteries with moderate calcification). (Other MFR's balloon may have contributed).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a saccular thoracic aneurysm of zone 2. The proximal neck is 31 mm and the distal neck is 28-29mm. The external iliac arteries were approx 6 to 7 mm in diameter with moderate calcification but no thrombus, and the aorta had a moderate bend. It was reported that a talent thoracic delivery system was attempted to be inserted from both sides; however, the delivery system could not be advanced from the femoral artery to the external iliac artery. Both iliac arteries were ballooned; however, then the blood pressure dropped, as bleeding from both iliac arteries was observed. The physician elected to surgically repair the iliac arteries, which included replacing the right iliac artery with a synthetic graft. During the surgical repair, as the blood pressure kept fluctuating and iliac hemorrhaging continued, blood transfusions and cell saver were used; however, the pt expired during the surgical repair. No autopsy was performed, and the exact cause of death is unk. The physician commented that the iliac injury was caused by ballooning the vessel at a calcified area before the second insertion attempt of the talent delivery system.